Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the adc device and it is unknown whether the customer noted a trend arrow on the device. Based on the adc device scan, the customer self-treated with 4 ounce of grape juice which was provided by their caregiver. Consequently, the customer was unwell (felt like throwing up, could not eat, and really weak) and self-presented at a hospital where they were hospitalized for two days. During hospitalization, it was determined that the customer's glucose level was high (unspecified value) and insulin (lantus, humalog) drip was administered for the diagnosis of ketoacidosis (dka). In addition, these medications were provided "albuterol nebulizer, albuterol inhaler, baby aspirin, vitamin d3, advair discus (500/50), flonase, synthroid, tozaar, coprol xl, prilosec, mirapex, crestor, zoloft, aldactone, aspireva, emadex, erelegy" for treatment. There was no report of death or permanent impairment associated with this event.